Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display was faded and discolored.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the battery compartment was intake without damage; however, examination revealed the cartridge compartment was cracked with some of the threading chipped off. On testing, the display was noted to be dim and faded. A test display was attached to the pump and illuminated properly.